Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician deployed several ligation bands; however, they all rolled off the varices. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of bands falling off varix. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.